Event description:
It was reported that during usage, the fiber stopped delivering energy, and error m01 was prompted. There was no report of patient or procedure involved. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt in our quality assurance laboratory, the fiber was thoroughly analyzed. A visual inspection revealed no defects. However, under microscopic inspection, it was found that the tip was degraded and the connector had no light exiting, indicating an internal fracture. Fractures within the connector can occur during the procedural handling of the fiber, whether during setup, use, or reprocessing. This fracture can result in an insufficient aiming beam, low laser energy output, or even a complete inability for the fiber to fire. A functional test confirmed that no aiming beam was present, and the fiber may no longer be usable. It is recommended to connect a new fiber. Error code 1101 was displayed. The complaint against the fiber was confirmed. A review of the device's instructions for use (IFU) was completed. It states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The IFU also states: hold the fiber tip to a non-reflective surface, ensuring that a circular green spot appears. If the spot is weak or not visible, do not use it and return the device to boston scientific for replacement. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. The investigation conclusion code assigned is cause traced to component failure, which indicates an expected or random component failure without any design or manufacturing issue.